Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. As received, partial lead was returned in one piece for analysis. A full breach degradation of the outer insulation was note at 4.5cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.